Manufacturer narrative:
Additional information: no complaint product received. Customer provided photo and video were reviewed. The customer photo and video was reviewed by johnson & johnson subject matter expert (sme), who determined that "a clear particle material can be observed, the material consistency cannot be appreciated in the video or screen capture" and "although the observed may be compatible with cartridge top coating remnants, the definitive source, nature, and potential clinical impact of the observed phenomena cannot be determined from the picture assessment." All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted, fiber-like material adhered to the joint of the haptic and the optic, and it was not removed even though it was vacuumed with irrigation/aspiration (ia). It was indicated that the foreign material was blue color which was attached on the lens strongly. There was no patient injury, no impact on the visual acuity reported. The lens remains implanted, and the foreign material is not available for return. The injector is not available as it was discarded. No further information was reported.

Manufacturer narrative:
Age or date of birth, weight: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporters phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.